Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Circuit boards and cables were reseated and the distortion was cleared. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800's left monitor displayed a distorted image. There was no adverse pt involvement reported. There was no pt information reported.